Manufacturer narrative:
Medical device lot #: 6084953, medical device expiration date: 03/31/2018, device manufacture date: 03/24/2016. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes had insufficient clot activator additive. No serious injury or medical intervention reported.